Event description:
Physician reported that customer was hospitalized for diabetic ketoacidosis. The customer called back a week later and reported receiving several a33 alarms during priming.

Manufacturer narrative:
Analysis and testing of the pump was performed and unit alarmed during prime due to a faulty force sensor. Unable to perform the basic occlusion and occlusion test due to a33 alarm.